Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system bent during the infusion. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter, translated from chinese: "indwelling needles were used for intravenous infusion of drugs. Before and during puncture and after the catheter was pulled out, it was found that the tip of the catheter was discounted in many cases, which shortened the catheter indwelling time, increased the rate of waste needles, and increased the cost of consumables. The complaints involved a total of 4 patients, all dated (B)(6), and the defects of the complaints were all discounted catheter tips."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-apr-2023. H6: investigation summary a device history review was conducted for lot number 2322159 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Inspected the appearance of retain sample, no abnormalities on catheter found. Additionally, four samples were returned to our facility to aid in our investigation of the event. Our engineers have confirmed that three of the returned units displayed the reported bending of the catheter. After a review of the manufacturing process, they were unable to identify a production related source of the bent catheter tubing. This can be caused by many post-production events including damage in transit or pressure application to an intubated device.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system bent during the infusion. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter, translated from chinese: "indwelling needles were used for intravenous infusion of drugs. Before and during puncture and after the catheter was pulled out, it was found that the tip of the catheter was discounted in many cases, which shortened the catheter indwelling time, increased the rate of waste needles, and increased the cost of consumables... The complaints involved a total of 4 patients, all dated (B)(6), and the defects of the complaints were all discounted catheter tips."